Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining fifteen (15) erroneous results on a unicel dxc 800 pro synchron system, over a 4 day period: (B)(6), 2011. This report represents the event that occurred on (B)(6) 2011, where one (1) patient sample was affected. The customer stated that there were no erroneous results reported out of the laboratory, and there was no change to patient diagnosis or treatment as a result of this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied by the customer. The customer stated that qc had been within acceptable ranges. On (B)(4) 2011, a bec field service engineer (fse) verified stirrer motor magnet height, replaced modular chemistry sample syringe barrel and plunger, sensor. The fse recalibrated the system and performed a precision run. No result varied > 4 mg/dl from highest to lowest result. On (B)(4) 2011, the fse reloaded the software version 4.92, adjusted modular chemistry sample probe vertical height, and replaced the t-valve assembly. Related mdrs: 2050012-2011-04494, 2050012-2011-04488, 2050012-2011-04490, 2050012-2011-04491.